Event description:
Acct. Reports that a nurse was pushing medications through the septum on the y-site during a cath procedure. States one of the meds was benadryl due to pt allergy to iodine. The septum pushed into the y-site and occluded it so the nurse had to change the set and re-bolus the pt. She felt this was a risk as she did not know how much medication the pt had rec'd the first time. Acct. States the nurses are using the bd twin pak and say they do not use the metal tip to access the IV site. No long term pt injury reported.